Event description:
Mechanical lithotriptor broke inside channel during procedure. Cut with wire cutters. New scope and lithotriptor used to complete procedure. Original scope with lithotriptor sent to service center. Outer sheath ruptured and the coiled spring unraveled with a component still in the channel. Basket release of stone occurred only after basket wire was cut. This was fortunate as the scope could not be retrieved.